Event description:
It was reported that the device exhibited a travel coarse error. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have multiple "travel coarse errors" in the ehl. The cause of the customer reported problem was a bad clutch and lack of lubrication on thrust bearing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the clutches, worm coupling, wavy washer, delrin washer, and worm coupling. The lead screw thrust bearing was also replaced and properly lubricated. The pump passed all functional tests and performed as intended after repair.